Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that the 00mlx mlx 300w xenon lightsource had a power shortage, with different plugs device shorts outs and blows out fuses. There was no known delay in surgery or injury.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record (DHR) review: DHR shows no abnormalities related to the reported issue. Failure analysis & root cause: the returned 00mlx light source was in used condition. Evaluation identified the unit could not power on due to a failing power supply and fuses. The reported complaint was confirmed from the evaluation. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
N/a.